Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of over 500 mg/dl. The customer was treated for the high blood glucose with manual injections but they did not realize the customer was not getting basals. The customer felt symptoms of nausea and vomiting. The customer was on a bus headed to a soccer tournament when they performed a bolus to counteract a snack that the customer had eaten. The caller stated that their health care provider contact the hospital and the hospital gave the customer anti-nausea medication. The parent stated that everything was currently fine. The caller was advised to change the reservoir and infusion set. The customer did not return the product back for analysis.